Manufacturer narrative:
The hill-rom technician found the bed needed to be reset. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician reset the bed's electrical sys and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed hilow would self-run when the head up function is activated. The bed was located in micu #1. There was no pt/user injury reported. (B)(4).